Event description:
It was reported that the balloon ruptured. The 100% stenosed target lesion was located in the severely tortuous and severely calcified right subclavian artery. An 8.0mmx20mmx135cm (4f) sterling balloon catheter was advanced for dilatation. During the initial inflation at 8 atmospheres for 5 seconds, the balloon ruptured. The device was removed without any problem, and the procedure was completed with a different device. No patient complications were reported, and the patient was in good condition after the procedure.